Event description:
The customer reported that they require assistant because the device did not power on. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.